Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed a battery error message. The investigation determined the root cause was an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4)

Event description:
It was reported to resmed that when an astral device was connected to the main power supply, a battery error message was displayed and the internal battery failed to charge. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to the main power supply, the device displayed an error message (sf182) indicating the battery lost communication and the internal battery failed to charge. There was no patient injury reported as a result of this incident.